Event description:
Lorenz pectus bar and stabilizer plate implanted 11/16/98 without complication. There appeared to be some movement of bar with angulation. Bar repositioned and second bar inserted 12/29/98. Again rotation occurred and newly inserted stabilizer bar angled toward skin - required removal on 2/16/99.